Event description:
Pt is a 36 yr old man with recurrent supraventricular tachycardia who is known to have a accessory atrioventricular pathway (wpw syndrome). He underwent an initial radio frequency catheter ablation procedure on 3/1/95, at which time he received a total of 131.6 minutes of fluoroscopic radiation. He intially did well but 5 days after discharge developed a recurrence of his supraventricular arrhythmia. For this reason, he was re-admitted on 3/13/95 for a repeat ablation attempt. At that procedure, the pt again underwent radio frequency catheter ablation & received a total of 165 minutes of fluoroscopy. He was subsequently returned to the laboratory on 3/15/95 where a 3rd ablation attempt was perfomred during which time a fluoroscopy was used for a total duration of 174 minutes. His total radiation consisted of 470.6 minutes over a period of approx 14 days. Althoug each procedure initally appeared successful, the pt developed recurrence of this arrhythmias which could not be controlled with medications. He was scheduled for repeat ablation on 7/14/95 for another attempt at ablation. After the pt arrived, he noted that he had developed an itchy rash on his back several months earlier. He apparently saw a dermatologist who did not give him a specific diagnosis. He said that his rash appeared to be decreasing in size. On examination, the pt had a 4" x 6" nearly rectangular region of skin discoloration consistent with chronic radiation effects. In view of this, the ablation procedure was not undertaken on 7/14/95. The pt was requested to be seen at the dept of dermatology but he declined. He wished to follow up with his local dermatologist. Rptr told pt that he believed his rash was due to radiation exposure. The first & third ablation procedures were performed in the new electrophysiology laboratory which has specifice hardware to minimize radiation dose. Due to a concurrent ablation, the procedure on 3/13/95 was performed in the older electrophysiology laboratory which has a older x-ray generator & subsequently provides larger dose of radiation. On the basis of rptr's personal experience, this is the first radiation skin damage related to an electrophysiology procedure since he has been at the hosp.